Event description:
My dental plate has lost its adhesion. To increase this adhesion, I have over several years been using poligrip, or fixodent. I have been experiencing since its use poor balance, weakness in the extremities, pain in the legs, and no energy at all. I have seen a physician and he has tried many ideas to solve my problem. Recently, I heard of the neuropathy, and hyperzincemia. I have had my blood tested and the result is forth coming. I have been told of a legal dead line on claims and thus this report. Dose or amount: poligrip, frequency: daily, route: top. Dates of use: yearly (B) (6) 2002 -- (B) (6) 2010. Diagnosis or reason for use: dental adhesive. Event abated after use stopped or dose reduced?: no.